Event description:
The customer reported that the 9900 system had an interlock failure at boot up. Also, the cross arm brake would not lock. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and cross arm brake were replaced during the service call. The system was tested and found to be working as intended and put back into service.